Event description:
Defibrillator not working during rapid response. Did not affect patient because defibrillation not required. Monitoring unsuccessful with this unit at time of event, but patient connected to ICU cardiac monitor.